Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that: on an unknown date, in 2010 the patient experienced pain in her lower back that radiated down both of her legs , as well as muscle spasms that brought about instability while standing. On an unknown date, the patient went for an office visit, where the surgeon reviewed patient's MRI films and recommended surgery. On (B)(6) 2010, the patient underwent surgery consisting of a spinal fusion from l3-l4 and l4-l5 using rhbmp-2/acs. Patient also underwent physical therapy and pain medication post the surgery. Shortly after the surgery, patient's pain began to increase. Patient suffered from severe pain in both legs and was often falling down without warning when her legs would no longer support her. Patient continued to suffer from increased pain for almost a year post the surgery.